Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced a set up joint (suj) proximal cable to resolve the reported issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci assisted benign hysterectomy surgical procedure, the system had recurring system error on universal surgical manipulator (usm) 1. The customer attempted to troubleshoot the issue by adjusting the z axis on the set up joint (suj) and power cycling the patient side cart (psc). However, the issue was not resolved. The customer needed all 4 usms for the procedure. As a result, the customer elected to move to the case to another da vinci system. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.